Manufacturer narrative:
The actual device was not returned to the manufacturer for evaluation. Therefore, the investigation was based on evaluation of user facility information and retention samples of the above stated product/lot combinations. Visual inspection revealed the samples were free from defects. Simulation testing was conducted as per instructions for use (IFU) and all samples were successfully manually activated. A review of the complaint files confirmed that this product/lot combination has not been reported previously. Visual, sensory testing and functional testing is conducted to assure the assembled needle meets manufacturer specification. Prior to shipment, qc conducts outgoing visual inspection to assure all lots pass. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a needle stick with the involved sg3 device. Follow up communication with the user facility reported: (1) they were told to change to the terumo brand needles and the nurses are having a hard time with them; (2) the nurses reported that they are more prone to getting stuck with a needle; (3) an sg3 needle came through the plastic shield; (4) when the nurse tried to activate the safety device it would not click, she tried harder and it slipped in her hand and she was stuck; (5) the device still did not activate, the nurse had to use both hands to activate it; (6) no treatment has been administered as of yet and post stick treatment was to wash and bandage; and (7) the providers blood was drawn and the investigation is ongoing, pending the bloodwork results, treatment will be administered if needed.